Manufacturer narrative:
Data review: event logs were not reviewed as they were irrelevant of the reported issue. Device review: the automated impella controller (console) was tested after arriving in field service. After inspection it was confirmed that purge disk retainer was broken and purge disk detect flag was missing. The cause of the issue was broken purge disc retainer and purge disc detect flag. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that an automated impella controller in use for a clinical procedure had damage. It was reported the housing for the purge disk was broken. There was no patient information provided, there was no patient harm reported.